Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic total occlusion (cto), target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 3.00 x 38mm promus premier stent was advanced through a non-bsc guide catheter however, the 3.00 x 38mm promus premier stent interacted with the collar of the non-bsc guide catheter and the stent was damaged. The stent struts were lifted up on the leading end of the stent. The 3.00 x 38mm promus premier was removed from the guide catheter and from the patient. The procedure was completed with another with same device. No patient complications were reported and the patients status was fine.